Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) could not be advanced through a narrow lesion in the right coronary artery (rca) via femoral approach despite use of the viperwire to help direct and despite the use of a threader catheter. The device was turned on in order to treat the proximal part of the lesion so that the device could advance farther. After two treatments a flow-limiting dissection was identified in the rca. Orbital atherectomy was discontinued at that time. Resistance was encountered when the oad was removed. At that time, the dissection was noted to be flow-limiting. A guide wire would not cross the dissection, and a balloon was used to treat the dissection, but the artery did not open. The patient then complained of chest pain. Pericardial effusion was ruled out, and attempts to cross the dissection with a guide wire were continued. A balloon pump was placed and the patient no longer had chest pain and the pt segments became normal. The patient was discharged (B)(6) 2018.